Event description:
Knee swelling [joint swelling], knee pain [arthralgia], knee effusion [joint effusion]. Case description: spontaneous report received on (B)(6) 2010 from a healthcare provider regarding a (B)(6) female patient with a history of previous synvisc injections into "one knee for the four years." The patient experienced knee pain, knee swelling and knee effusion after receiving synvisc. The patient received her first synvisc injection on an unspecified date two weeks prior to her second synvisc injection on (B)(6) 2010. On (B)(6) 2010, in the evening, the patient experienced knee pain and swelling. On (B)(6) 2010, knee joint puncture was performed. The synovial fluid withdrawn was inflammatory. The synovial fluid was clear and light yellow in color. Four to five syringes were withdrawn (unknown volume). The patient received an intra-articular injection of corticoids. At the time of this report, the outcome of the patient was unknown. Additional information was received on (B)(4) 2010 in the form of qa results. The product lot number was not provided, therefore; a batch record review is not possible. It is the requirement to review all batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.